Manufacturer narrative:
Additional analysis was performed on the device due to the reported delivery of external defibrillation (120 joules) at the time of the adverse event. Extensive testing determined that the delivery of external shock energy damaged the device's high voltage power module. Direct damage of this power module (allows for output of energy from the device) would have prevented delivery of tachycardia and bradycardia therapy. Isolation of a high current drain resulting in premature battery depletion was a secondary finding. This occurred as a result of the external shock; this damaged one of the component layers (gate oxide) within the device's integrated circuit.

Event description:
Boston scientific received information that this local representative contacted technical services in (B)(6) 2011 to report that this patient had died and the spouse was requesting device analysis. There are no allegations or complaints against the device's operation or functionality while implanted. The clinic nurse was contacted directly and the date of death had been reported to the physician by the family. The date of death occurred on (B)(6) 2011. The patient had been in (B)(6) and was admitted to an emergency room (ER) due to an onset of atrial flutter (af). The patient was treated with amiodarone. Shortly thereafter, the patient went into a torsades de pointes rhythm followed by asystole. Despite initiation of cardiopulmonary resuscitation (CPR), the patient could not be revived and died. The device was retrieved and sent to boston scientific's return products department. The patient's body was cremated in (B)(6). The family sent the physician a copy of an electrogram printout. A request was made to the clinic nurse to have the physician contact boston scientific with details concerning the electrogram and any other additional information that would be pertinent to this adverse event. Subsequently, boston scientific received additional information from the primary physician (B)(6) that the patient went to a hospital in (B)(6) due to persistent af that developed 48 hours prior to the admission . The admission record from (B)(6) reported that the patient was in af with a ventricular rate in the 80-90 bpm range. Almost immediately after the amiodarone infusion was started, the patient went into a torsades de pointes rhythm followed by asystole. The physician suspected that the patient may have had an allergic reaction to the medication. The report indicates that a 120 joule external shock had been delivered.

Manufacturer narrative:
There is limited information available to evaluate device operation prior to and at the time of the patient's death. A memory dump was apparently not performed at the time of explant, as it was not provided with the returned device. Review of the most recent data transmitted from this patient's device via the remote patient monitoring system indicates that the device was remotely interrogated on (B)(4) 2011. The battery voltage was 3.17 v and the battery status indicator was at beginning of life (bol), indicating that it was functioning normally/as expected at that time. No fault codes or corresponding latitude alerts indicative of a problem were recorded after the interrogation performed on (B)(6) 2011; however, it is unknown whether or not the patient was near his communicator between (B)(6) 2011 and (B)(6) 2011. Upon receipt, telemetry could not be established and a memory download could not be performed. The device was not pacing and could not be interrogated by a programmer. Microscopic visual examination of the casing did not identify any arcing damage. However, swelling of the casing in the battery area was identified. The device header and casing were removed and the initial observation of a swollen battery was confirmed. An internal electrical measurement from the hybrid was undertaken and 1.294 volts was recorded. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.